Event description:
Additional info received from MFR on 12/02/1998: the final results of the failure analysis indicated that the bio-pump functioned properly. A visual and functional examination of the device indicated that the bio-pump was free of anomalies, and when tested in simulated use conditions , the bio-pump functioned properly. It is possible that the tubing was kinked or was restricted in some fashion which caused flows to drop.